Event description:
In 2009, the pt reported that 2 out of 4 infusion sets from her current box have leaked at the connector. She stated that she makes sure the connection is secure, and she notices the leak during priming. She stated that the leaks do not occur when the infusion set is in use and connected to her body. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party of address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.